Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited oversensing of noise resulting in pacing inhibition with an unknown duration of asystole. The patient was noted to be pacemaker dependent. The patient was evaluated in the hospital. Review of stored device data noted the presence of three stored episodes with oversensing of noise with pacing inhibition over the past five months. The noise was felt to be consistent with myopotentials. The patient was unsure what they were doing at the time of the episodes. All lead parameters were noted to be stable and noise was unable to be recreated with patient isometrics. Technical services (ts) discussed reprogramming sensitivity to a fixed value and continuing monitoring. The device was then programmed to fixed sensitivity and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct field b1: adverse event/product problem from the previous submitted report.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited oversensing of noise resulting in pacing inhibition with an unknown duration of asystole. The patient was noted to be pacemaker dependent. The patient was evaluated in the hospital. Review of stored device data noted the presence of three stored episodes with oversensing of noise with pacing inhibition over the past five months. The noise was felt to be consistent with myopotentials. The patient was unsure what they were doing at the time of the episodes. All lead parameters were noted to be stable and noise was unable to be recreated with patient isometrics. Technical services (ts) discussed reprogramming sensitivity to a fixed value and continuing monitoring. The device was then programmed to fixed sensitivity and monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.